Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore"), endometriosis ("beginning stages of endometriosis"), genital haemorrhage ("bleeding/bleed everyday almost"), insulin resistance ("resistance to humalog insulin while on essure") and vaginal haemorrhage ("spotting everyday") and was found to have blood glucose abnormal ("erratic blood sugars after essure") and blood glucose increased ("my fasting blood glucose was 274 at surgery"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swollen tongue, glossodynia, genital haemorrhage, insulin resistance and vaginal haemorrhage outcome was unknown and the endometriosis, blood glucose abnormal and blood glucose increased had resolved. The reporter considered blood glucose abnormal, blood glucose increased, endometriosis, genital haemorrhage, glossodynia, insulin resistance, pelvic pain, swollen tongue and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. The previously reported event 'medical device removal' was replaced with pelvic pain, additional events blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore"), endometriosis ("beginning stages of endometriosis"), genital haemorrhage ("bleeding/bleed everyday almost"), insulin resistance ("resistance to humalog insulin while on essure"), vaginal haemorrhage ("spotting everyday") and skin burning sensation ("under arm killing me/burning so bad") and was found to have blood glucose abnormal ("erratic blood sugars after essure") and blood glucose increased ("my fasting blood glucose was 274 at surgery"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swollen tongue, glossodynia, genital haemorrhage, insulin resistance, vaginal haemorrhage and skin burning sensation outcome was unknown and the endometriosis, blood glucose abnormal and blood glucose increased had resolved. The reporter considered blood glucose abnormal, blood glucose increased, endometriosis, genital haemorrhage, glossodynia, insulin resistance, pelvic pain, skin burning sensation, swollen tongue and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2013: results not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "under arm killing me/burning so bad" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore") and endometriosis ("beginning stages of endometriosis"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal, swollen tongue and glossodynia outcome was unknown and the endometriosis had resolved. The reporter considered endometriosis, glossodynia, medical device removal and swollen tongue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, miscarriage and pregnancy. Concurrent conditions included type 1 diabetes mellitus (for 30 years). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore"), endometriosis ("beginning stages of endometriosis"), genital haemorrhage ("bleeding/bleed everyday almost"), insulin resistance ("resistance to humalog insulin while on essure"), vaginal haemorrhage ("spotting everyday"), skin burning sensation ("under arm killing me/burning so bad"), migraine ("migraine"), urinary tract infection ("uti"), cystitis ("bladder infection"), fungal infection ("yeast infection"), dizziness postural ("dizziness upon standing"), loss of consciousness ("almost blackout"), dry eye ("dry eye syndrome"), arthralgia ("pain in hip joints"), coccydynia ("tailbone pain"), fatigue ("extreme fatigue"), influenza like illness ("constant flu like symptoms"), the first episode of pelvic adhesions ("appeared to be in correct placement but when had surgery to remove them I had massive adhesions"), the second episode of pelvic adhesions ("left tube was completely glued to my pelvic wall and right tube was adheased to two parts of bowl and appendix"), fallopian tube disorder ("pet fibers cause scar tissue due to chronic inflammation which becomes systemic"), salpingitis ("pet fibers cause scar tissue due to chronic inflammation which becomes systemic"), endocrine disorder ("endocrine disruption"), bone disorder ("bone issues and damage"), arthropathy ("joint issues and damage"), muscle disorder ("muscle issues and damage"), nervous system disorder ("nerve issues and damage"), rheumatoid arthritis ("possible ra in hips"), fibromyalgia ("fibromyalgia and all symptoms of it"), autoimmune disorder ("many autoimmune disorders"), condition aggravated ("it can exasperate pre-existing health problems"), pain in extremity ("pain in left thigh"), hypoaesthesia ("numbness in left thigh"), neuropathy peripheral ("peroneal neuropathy"), lumbar radiculopathy ("lumbar radiculopathy"), ligament sprain ("sprain of ligament"), salt craving ("salt cravings"), lactation disorder ("did not get all the nutrients from breast milk"), dermatitis contact ("can not wear cheap earrings"), pruritus ("hairpins cause horrible itching in scalp where hair pins are"), panic attack ("panic attack") and diabetes mellitus inadequate control ("type 1 diabetes to get completely out of control") and was found to have blood glucose abnormal ("erratic blood sugars after essure"), blood glucose increased ("my fasting blood glucose was 274 at surgery"), vitamin d decreased ("vitamin d low level"), vitamin b12 decreased ("vitamin b12 low level") and weight decreased ("lost a ton of weight after essure"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swollen tongue, glossodynia, genital haemorrhage, insulin resistance, vaginal haemorrhage, skin burning sensation, migraine, urinary tract infection, cystitis, fungal infection, vitamin d decreased, vitamin b12 decreased, dizziness postural, loss of consciousness, dry eye, arthralgia, coccydynia, fatigue, influenza like illness, the last episode of pelvic adhesions, fallopian tube disorder, salpingitis, endocrine disorder, bone disorder, arthropathy, muscle disorder, nervous system disorder, rheumatoid arthritis, fibromyalgia, autoimmune disorder, condition aggravated, pain in extremity, hypoaesthesia, neuropathy peripheral, lumbar radiculopathy, ligament sprain, salt craving, weight decreased, lactation disorder, dermatitis contact, pruritus and panic attack outcome was unknown and the endometriosis, blood glucose abnormal and blood glucose increased had resolved. The reporter considered arthralgia, arthropathy, autoimmune disorder, blood glucose abnormal, blood glucose increased, bone disorder, coccydynia, condition aggravated, cystitis, dermatitis contact, diabetes mellitus inadequate control, dizziness postural, dry eye, endocrine disorder, endometriosis, fallopian tube disorder, fatigue, fibromyalgia, fungal infection, genital haemorrhage, glossodynia, hypoaesthesia, influenza like illness, insulin resistance, lactation disorder, ligament sprain, loss of consciousness, lumbar radiculopathy, migraine, muscle disorder, nervous system disorder, neuropathy peripheral, pain in extremity, panic attack, pelvic pain, pruritus, rheumatoid arthritis, salpingitis, salt craving, skin burning sensation, swollen tongue, urinary tract infection, vaginal haemorrhage, vitamin b12 decreased, vitamin d decreased, weight decreased, the first episode of pelvic adhesions and the second episode of pelvic adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose - on an unknown date: extremely high levels of 400-600. Hysterosalpingogram - in (B)(6) 2013: results not provided. Concerning the injuries reported in this case, the following were reported via social media: blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting. Migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Medical history and lab data added. Device tab updated. New events ¿pain in hip joints¿ and ¿tailbone pain¿ and ¿extreme fatigue¿ and ¿constant flu like symptoms¿ and ¿appeared to be in correct placement but when had surgery to remove them I had massive adhesions¿ and ¿left tube was completely glued to my pelvic wall and right tube was adheased to two parts of bowl and appendix¿ and ¿pet fibers cause scar tissue due to chronic inflammation which becomes systemic¿ and ¿endocrine disruption¿ and ¿bone issues and damage¿ and ¿joint issues and damage¿ and ¿muscle issues and damage¿ and ¿nerve issues and damage¿ and ¿possible ra in hips¿ and ¿fibromyalgia and all symptoms of it¿ and ¿many autoimmune disorders¿ and ¿it can exasperate pre-existing health problems¿ and ¿pain in left thigh¿ and ¿numbness in left thigh¿ and ¿peroneal neuropathy¿ and ¿lumbar radiculopathy¿ and ¿sprain of ligament¿ were added.fu 15 , 16, 17, 18 and fu 19 processed together. On 23-mar-2020: social media received. New reporter added. New event ¿salt cravings¿ added. On 23-mar-2020: social media received. New reporter added. Medical history and patient data added. New events ¿lost a ton of weight after essure¿ and ¿did not get all the nutrients from breast milk¿ added. And coding request 2 and 3 were processed together: correction due to discrepancy between coding action item and match point coder query. Event : "condition aggravated" synonym updated to "condition aggravated nos", and event: "device adhesion issue" synonym updated to "device adhesion issue nos" on 23-mar-2020: social media received. New reporter was added. New events metal allergy and itching scalp were added. Annex c code updated. On 23-mar-2020: social media received. New reporter was added. New events :panic attack were added. On 23-mar-2020: social media content was received: event ¿type 1 diabetes to get completely out of control¿ and new reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore") and endometriosis ("beginning stages of endometriosis"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal, swollen tongue and glossodynia outcome was unknown and the endometriosis had resolved. The reporter considered endometriosis, glossodynia, medical device removal and swollen tongue to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: swollen tongue, glossodynia, endometriosis and medical device removal. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media report received: incident category updated. New events endometriosis and medical device removal added. Outcome for the event endometriosis added as recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore"), endometriosis ("beginning stages of endometriosis"), genital haemorrhage ("bleeding/bleed everyday almost"), insulin resistance ("resistance to humalog insulin while on essure"), vaginal haemorrhage ("spotting everyday"), skin burning sensation ("under arm killing me/burning so bad") and migraine ("migraine") and was found to have blood glucose abnormal ("erratic blood sugars after essure") and blood glucose increased ("my fasting blood glucose was 274 at surgery"). The patient was treated with surgery (for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, swollen tongue, glossodynia, genital haemorrhage, insulin resistance, vaginal haemorrhage, skin burning sensation and migraine outcome was unknown and the endometriosis, blood glucose abnormal and blood glucose increased had resolved. The reporter considered blood glucose abnormal, blood glucose increased, endometriosis, genital haemorrhage, glossodynia, insulin resistance, migraine, pelvic pain, skin burning sensation, swollen tongue and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Concerning the injuries reported in this case, the following were reported via social media: blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting. Migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 6 and fu 7 were processed together. Information received via social media: new event - migraine and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swollen tongue ("my tongue feel swollen and sore"), glossodynia ("my tongue feel swollen and sore"), endometriosis ("beginning stages of endometriosis"), genital haemorrhage ("bleeding/bleed everyday almost"), insulin resistance ("resistance to humalog insulin while on essure"), vaginal haemorrhage ("spotting everyday"), skin burning sensation ("under arm killing me/burning so bad"), migraine ("migraine"), urinary tract infection ("uti"), cystitis ("bladder infection"), fungal infection ("yeast infection"), dizziness postural ("dizziness upon standing"), loss of consciousness ("almost blackout") and dry eye ("dry eye syndrome") and was found to have blood glucose abnormal ("erratic blood sugars after essure"), blood glucose increased ("my fasting blood glucose was 274 at surgery"), vitamin d decreased ("vitamin d low level") and vitamin b12 decreased ("vitamin b12 low level"). The patient was treated with surgery (for essure removal). Essure was removed on 18-jul-2014. At the time of the report, the pelvic pain, swollen tongue, glossodynia, genital haemorrhage, insulin resistance, vaginal haemorrhage, skin burning sensation, migraine, urinary tract infection, cystitis, fungal infection, vitamin d decreased, vitamin b12 decreased, dizziness postural, loss of consciousness and dry eye outcome was unknown and the endometriosis, blood glucose abnormal and blood glucose increased had resolved. The reporter considered blood glucose abnormal, blood glucose increased, cystitis, dizziness postural, dry eye, endometriosis, fungal infection, genital haemorrhage, glossodynia, insulin resistance, loss of consciousness, migraine, pelvic pain, skin burning sensation, swollen tongue, urinary tract infection, vaginal haemorrhage, vitamin b12 decreased and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results not provided. Concerning the injuries reported in this case, the following were reported via social media: blood sugar abnormal, genital bleeding, glucose high, insulin resistance, vaginal spotting. Migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event "vitamin d low level" and "vitamin b12 low level" added. Fu 8,9,10,11, 12 and 13 process together. On (B)(6) 2020: social media received : fu 8,9,10,11, 12 and 13 process together. On (B)(6) 2020: social media received : fu 8,9,10,11, 12 and 13 process together. On (B)(6) 2020: social media received : event "dysfunctional uterine bleeding" was added. Fu 8,9,10,11, 12 and 13 process together. On (B)(6) 2020: social media received : reporter added. Fu 8,9,10,11, 12 and 13 process together. On (B)(6) 2020: social media received : reporter added. Event "dry eye syndrome" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.